Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the device alarmed system error 322 (link switch error (low)). The cause was identified to be the lower link logical states that did not match its corresponding state and showed as closed when it was open. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.